Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported the sensor glucose reading and blood glucose readings are 50 points difference. Customer's nurse stated customer treats of the sensor readings. Customer's nurse was advised customer should always go off meter readings. Customer's nurse does not know customer current blood glucose readings. Customer's nurse was unable to troubleshoot since customer still had the device with her. Customer then called again stating her readings were off and it's because she thinks she is over calibrating. Customer's current blood glucose was 140 mg/dl and sensor glucose 160 mg/dl. No further information reported.